Event description:
(B)(4). My state insurance covered the procedure in (B)(6). I suffer from extreme bloating causing pain and difficulty breathing. I have constant back pain, and migraines daily lasting 8+ hours, to several days. I have lower abdominal pain especially during intercourse. I have golf ball size blood clots during my menstrual cycle. I never had major health issues before, but in the late summer of 2014 I developed a 10cm mass on my left ovary which had to be removed. I am more irritable, exhausted, in pain constantly, depressed, and just physically uncomfortable since getting this device placed.